Event description:
Customer called with accuracy concerns on his meter. Felt some of the eradins are way too high. Analysis run on consensuserror grid using mean reading (375) as ref. Point vs. Bd readings (583, 168) yielded data points in teh c zone of the grid, outside of acceptable limits.